Manufacturer narrative:
Siemens healthcare diagnostics has confirmed that the dimension vista® hba1c flex® reagent cartridge lots 13294ba, 13308ba,1 3329aa, 13350aa, 14006aa, 14041ba, 14069bb, and 14083ba exhibit a positive bias averaging 0.4% hemoglobin a1c units and occasionally up to 1.0% hba1c units for patient samples when compared to the national glycohemoglobin standardization program (ngsp). Qc samples may exhibit a similar bias. This bias resulted in complaints for (B)(4) failures. In the urgent medical device recall letter dated september 2014, #14-52 issued to customers who were shipped the impacted lots, siemens directed customers to discontinue use and to discard the impacted lots. Siemens stated it would replace any unused inventory of the affected lots at no charge with a non-affected lot.

Event description:
Biased high hba1c results were obtained on (B)(4) samples. It is unknown if patient treatment was altered or prescribed on the basis of the biased high hba1c results. There was no report of adverse health consequences as a result of the biased high hba1c results.